Event description:
Jaw of the instrument broke off from the shaft while manipulating tissue during surgery. A duplicate instrument was obtained to retrieve the broken piece. No adverse outcomes to the pt occurred. The product will be returned to the MFR.